Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Account reported that during a procedure, the catheter broke off with concerns of migration to the right ventricle. This was immediately identified and patient was transferred to the cath lab for retrieval. The foreign body was successfully retrieved from the patient without complication. The patient remained in hospital for overnight observation and discharged the following day.